Event description:
Pt had cesarean section, and in closing the incision, two physicians were present using the insorb stapler. It misfired after 3/4 of incision was closed. It would fire the staples but they would not implant under the skin properly. They had to be picked out and discarded. Another insorb stapler was opened and performed accurately. There was no injury to the pt and the skin closure was not affected.